Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 08/2022.

Event description:
It was reported that during a catheter placement procedure, the cuff allegedly came out from under the skin. It was further reported that the catheter was no longer attached to the device and was found to be loose. The device was removed out of the patient through surgery. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the broviac cv catheter 2.7f single-lumen products that are cleared in the us. The pro code and 510k number for the broviac cv catheter 2.7f single-lumen products is identified in d2 and g4. H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the reported cuff detachment issue, as the cuff was noted to be loosened and migrated out of the patient body. A definitive root cause could not be determined, improper placement technique could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: the entire collagen (tan) portion of the vitacuff* antimicrobial cuff must be placed beneath the skin level to avoid migration of the cuff out of the tunnel and exit site. When device includes an antimicrobial cuff, do not expose the cuff to fluids prior to insertion. Handle carefully to avoid cuff damage. H10: d4 (expiry date: 08/2022), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based upon the available information, the definitive root cause for this event is unknown.

Event description:
It was reported that during a catheter placement procedure, the cuff allegedly came out from under the skin. It was further reported that the catheter was no longer attached to the device and was found to be loose. The device was removed out of the patient through surgery and was replaced with a new device. The patient's condition was reported to be stable.